Manufacturer narrative:
G4: 13jul2020. B4: 28jul2020. The field service engineer (fse) replaced the solenoid valve to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jul2020. B4: (B)(6)2020. The field service engineer sent customer solenoid valve and data acquisition board to repair the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jun2020.

Event description:
The customer reported that the ventilator keep getting proximal pressure sensor auto zero failure. The field service engineer (fse) verified the reported problem. The customer reported that the unit was in use on a patient, but there was no patient harm reported.